Event description:
A medtronic representative reported an inaccuracy during a spinal fusion. They had the frame clamped on t4, and were working from t4-t12. When they would put the probe on the pedicle, its location on screen was off by ~3mm laterally. The surgeon was able to continue the procedure with the use of navigation and without impacting the patient.

Manufacturer narrative:
The rep went to the site to troubleshoot with a sawbones demo model and was unable to replicate any inaccuracy issues. He tested navigation accuracy by doing multiple spins on both sides of the o-arm, but was unable to replicate the issue. He also performed multiple checks on the stealthstation system and found no inaccuracies or issues.